Manufacturer narrative:
The pump was not required for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: no defect found, unable to duplicate the complaint, the pump information for the complaint date has been overwritten he black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten.. No cs-088 alarms observed in the available alarm history. Pump was exercised for 24 hrs with no cs alarms duplicated. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with a call service alarm issue. The reporter stated that on (B)(6) 2014, the patient's blood glucose (bg) was 470mg/dl with no reported ketones and symptoms of polydipsia, polyuria, dehydration, dizziness and lightheadedness. Reportedly, the patient's healthcare provider had not made any pump setting adjustments before or after the alleged event, no treatment had been provided above and beyond usual diabetes management and the patient remained on the pump. Troubleshooting determined that the alleged call service alarm issue had not been recurrent and that pump return was not required. This complaint is being reported for alleged hyperglycemia associated with pump use for which it was determined that patient use error was a contributing factor and not pump misuse or a pump malfunction.